Event description:
Following a myosure procedure for uterine tissue removal a hysteroscopy was done. This was followed by an attempted novasure endometrial ablation. After several unsuccessful cavity integrity assessment (cia) tests, the physician aborted the procedure. Another hysteroscopy was done and a "small perforation" was noted. No treatment was needed for the perforation and the pt was discharged home. A dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial numbers of the radio frequency controller, aquilex fluid control system, myosure hysteroscope, and the storz hysteroscope not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).